Event description:
It was reported that the unit had "burned out."

Manufacturer narrative:
The user reported that the unit had "burned out." Our investigation showed that there was a short on the circuit board. The short caused a diode to fall but the failure was completely contained inside the flame-retardant switch housing. The product was severely misused and bunched. The failure could have been caused by the misuse. The event did not endanger the user as it was contained inside the switch housing as designed.